Manufacturer narrative:
(B)(4). One sample was received for evaluation without cap on the uv spike connector. Visual inspection, leak test, clear passage test and clamp function test didn¿t reveal any abnormalities. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a three millimeter gap was found between the uv transfer set and the peritoneal dialysis solution bag. This was discovered after the home patient (hp) connected the two devices. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.